Event description:
Burn of the eye and soreness; I went to the eye doctor and they gave me the acuve vita brand contact lens and my eye was very sore and red and painful and burning of the eye and irritated of the eyes and made my eye sore. FDA safety report ID # (B)(4).